Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set disconnection occurred 16 times. There was no report of patient impact. The following information was provided by the initial reporter: this week we had a different lot where the tubing sets snapped

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 22-may-2023 investigation summary: 6 boxes of unused samples were returned and tested by our quality team. The samples were individually pull tested and there were multiple failures out of the box. This verified the complaint of separation. The root cause of this failure is due to an inadequate application of solvent (medical glue) applied to the tubing during assembly before it is to be joined to the drip chamber. A trend for the drip separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the 10013364t device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review for model 10013364t lot number 22109056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd secondary administration set disconnection occurred 16 times. There was no report of patient impact. The following information was provided by the initial reporter: this week we had a different lot where the tubing sets snapped.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10013364t lot number 22109056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd secondary administration set disconnection occurred 16 times. There was no report of patient impact. The following information was provided by the initial reporter: this week we had a different lot where the tubing sets snapped.